Manufacturer narrative:
(B)(4).(B)(6). (B)(4).

Event description:
Name of procedure: anterior posterior repair with repair of enterocele, paravaginal repair, proctopexy, cystoscopy, and placement of anterior and posterior vaginal mesh. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer) c.r. Bard reference number: (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received alleged complications post implant include recurrent cystocele and rectocele with anterior mesh failure, mesh exposure, incontinence, occasional urge, decreased libido. Mesh revision surgery (B)(6) 2007.

Manufacturer narrative:
(B)(4) - unspecified urinary problems, pressure, post void residuals, decreased libido, vaginal rugae, soreness, nonsurgical and additional surgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced mesh exposure, pain, erosion, unspecified urinary problems, leakage, pelvic pressure, urinary incontinence, opening in epithelium, enterocele/cystourethrocele/rectocele (prolapse), pelvic support defect, discharge, failure of implant, post void residuals, decreased libido, discomfort, urinary urgency, vaginal rugae, elevated blood urea nitrogen/creatinine, low blood urea nitrogen/creatinine, low calcium/sodium (electrolyte imbalance), bradycardia, elevated white blood cells, low hematocrit/hemoglobin/red blood cells, elevated blood pressure, anxiety, soreness, depression, nonsurgical and additional surgical interventions.